Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a small wound dehiscence resulting in an infection at the pump pocket site. The pump was planned to be explanted on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the patient's pump was explanted on (B)(6) 2018 and would be returned for analysis. No further complications were reported.

Manufacturer narrative:
Initial testing of the implantable infusion pump (s/n (B)(4)) found no anomalies. No destructive analysis was performed as there were no allegations against the device and therefore destructive analysis was not required. If information is provided in the future, a supplemental report will be issued.